Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device, not yet returned.

Event description:
It was reported by the sales rep that the facility reported having a patient with a port not working. The port was placed approximately two weeks ago. The nurse tried to aspirate and infuse with saline and the catheter started to bulge at the insertion site, close to the incision. The patient stated that they were not aware of the port being flushed since placement.